Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was melted, which prevented the battery from connecting to a monitor or battery charger. The root cause for the melted casing was thermal damage. The root cause for the thermal damage was unable to be positively identified. There was no death or adverse event associated with the battery malfunction.

Event description:
4/30/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 4/25/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's battery malfunctioned. The patient reported that his battery was on the charger and it "exploded and caught fire". The patient reportedly put out the fire himself, and there were no injuries as a result of the event.